Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) lead and right ventricular (rv) lead appear to be sensing the same signal. It was also noted that the rv lead dislodged. Both leads remain in use. No patient complications have been reported as a result of this event.